Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 indicating low blood glucose levels (values not provided) when first starting on the animas pump. The reporter indicated that the pump settings were the same as on the previous pump from another company and was inquiring if there was any difference that would be causing the low blood glucose levels. Troubleshooting of the event was not able to be completed at the time of the contact. Animas attempted to follow up with the reporter regarding the issue but has been unsuccessful at this time. There were no blood glucose levels provided to meet animas criteria for an adverse event. This report is made based on the indication that the pump may not have been delivering appropriately and troubleshooting was unable to be conducted to resolve the issue.